Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for evaluation. Data logs were reviewed and real time from time of alarm shows a gradual rise in purge pressure over approximately 30 minutes before "purge system blocked" alarm is triggered. No motor current spikes are noted before purge pressure begins to rise. High purge pressure was not able to resolve before pump was disconnected. Clinical details noted that purge system was changed and did not resolve alarm. Tissue plasminogen activator (tpa) protocol was attempted and did not resolve issue. Pump was explanted the next day. The root cause of the high purge pressure was most likely due to a gradual buildup of biomaterial. Added- h6 impact code 4629 corrections to the initial MDR MFR report: g1-corrected MFR site name and address g2-selected foreign.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient experienced high purge pressure during impella 5.5 support. The staff had already changed the entire purge system once. The first official recommendation was to change the pump. However, the staff still wanted to try a lysis. The abiomed representative also recommended monitoring the motor current (mc) and that an immediate pump stop should be expected if the mc increases. The impella 5.5 was ultimately explanted and exchanged for another 5.5, with the addition of extra corporeal membrane oxygenation support. The patient is still on support.